Event description:
Reporter indicated that the patient's device was registering high impedance. The physician denied that any recent trauma had occurred that could have contributed to the onset of the high impedance. X-rays were taken and sent to the manufacturer for analysis. Due to the positioning of the patient when the x-rays were taken, a large portion of the lead was not able to be visualized, thus a lead fracture could not be ruled out. The lead pin was fully inserted into the generator connector blocks, meaning that the most likely cause for the high impedance is a lead fracture. All attempts for further information regarding the high impedance, and possible interventions, have been unsuccessful to date.

Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.